Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable esc out of the suspend mode. Customer reported that they were working out when they received the alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.